Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints inability to cross septal wall and balloon leak were unable to be confirmed due to unavailability of device/applicable imagery . Due to no device being returned, engineering was unable to perform any visual, functional, or dimensional analysis to rule out a manufacturing non-conformance. However, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, difficulties were found crossing the septum due to the stiffness of the septum, it was necessary to remove the delivery system from the patient together with the valve. Then, it was observed the balloon of the commander deliver system damaged (''balloon was punctured'') and it was necessary to change the commander.'' Per provided medical opinion, ''the root cause of the difficulty crossing the septum was the stiffness of the anatomy. And for the balloon damage, the attempt to cross the septum.''. In this case, is likely that the inherent characteristics of patient's anatomy contributed to the reported difficulty by physically restricting and/or impeding the system from being able to cross the interatrial septum. As such, available information suggests that patient factors (patient anatomy) may have contributed to the reported event. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a pinhole on the balloons. As difficulty during advancement was reported, it is possible that the ds/balloon were subject to unfavored physical interactions with patient anatomy or crimped thv during user's attempts to cross the septum. It is also possible that excessive manipulation was applied to overcome the crossing difficulty, leading to damage on the balloon, as reported. However, without applicable patient/procedural imagery or the returned of the complaint device, a definitive root cause is unable to be determined. Available information suggests that patient factors (patient anatomy) and/or procedural factors (valve interaction with balloon, excessive manipulation) may have contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device not available.

Event description:
Edwards received notification from our affiliate in brazil. As reported, this was a valve in valve procedure of a 26mm sapien 3 valve in an edwards mitral surgical valve. During the procedure, difficulties were found crossing the septum due to the stiffness of the septum. It was necessary to remove the delivery system from the patient together with the valve. Then, it was observed the balloon of the commander deliver system was damaged (''balloon was punctured''). The delivery system was replaced. A second valve was implanted with success and patient. There were no patient injuries. As per medical opinion, the root cause of the difficulty crossing the septum was the stiffness of the anatomy. And for the balloon damage, the attempt to cross the septum.